Manufacturer narrative:
The ipg as well as the leads under complaint were not returned. The analysis is therefore based on the received device data, as well as the inspection of relevant quality documents for the products under complaint. The manufacturing processes for the ipg as well as the leads were re-investigated, and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the ipg as well as the leads to work as specified. The returned device data were analyzed. During interrogation on (B)(6) 2023 the ventricular pacing amplitude was 2.1 v with 0.4 ms pulse width and activated capture control. The measured threshold was 1.1 v. The safety margin was programmed to 1.0 v. The device recordings were investigated. All ventricular iegm recordings do not indicate any loss of capture. Furthermore, the recordings of the manual threshold test do not indicate non-capture below 2.4 v or 2.2 v. Therefore, the reported increase of the pacing threshold cannot be confirmed based on the available information. In summary, the device data do not indicate the occurrence of any loss of capture. The reported increase of the pacing threshold cannot be confirmed. The root cause for the syncope can therefore not be determined based on the available data. Should additional relevant information become available this investigation will be updated.

Event description:
The patient was brought in for emergency transport after syncope. A rise in threshold was observed and the device was reprogrammed. Patient brought in after fainting where loss of capture is believed to be the issue. Lead currently remains implanted. Should additional information be received, this file will be updated.